Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer¿s blood glucose value was 64 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode. The customer treated low blood glucose value with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that programming was accurate. Customer alleging possible insulin pump was over delivery because of low blood glucose. Trouble shooting was performed and the customer will continue to use the device.